Event description:
It was reported that sales rep was speaking to the surgeon and they mentioned a revision of triathlon knee due to loosening. The sales rep was not present in the case and only mentioned it in passing. No further info as per doctor.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown triathlon knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.